Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that an incorrect image was displayed when a 180 series scopes was connected to the video processor. The front connector was found dirty and dusty. The image flickered when scope was connected. A software upgrade was required. The exact cause of the reported event cannot be determined at this time. The legal manufacturer¿s investigation is ongoing, and if new and relevant information becomes available later, this report will be supplemented.

Event description:
The user facility reported that during a diagnostic endoscopic ultrasound procedure the image was lost when a 180 series endoscope was connected to the video processor (subject device). The user tried changing the cables and endoscopes but still no image displayed. The patient was transferred to another room to complete the procedure using a different processor. No patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was surmised that contact failure occurred in the connector due to dirt, and this caused a failure in the transmission of video signals. Olympus will continue to monitor field performance for this device.